Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon felt that the device was not sealing properly. There seemed to be no hemostasis. It is unknown how the case was completed. There were no adverse consequences to the patient. Additional information requested.